Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump, during normal use. The customer's blood glucose level was not known. The customer was advised to discontinue use of the pump and revert to a back-up plan. There was also a crack on the display corner. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at display window corners, cracked seat reservoir tube window corners and broken belt clip slot.